Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with defective display was confirmed during product evaluation. The root cause of the reported problem was determined to be defective main display. Appropriate action was taken to correct the reported problem by replacing the main display. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump with a defective display. It is unknown when the reported condition occurred. This condition has the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention. The software version for this device is currently not known. No additional information is available.